Event description:
On (B)(6) 2013 the reporter contacted animas to report a load step malfunction during priming of the reported pump. The pump history documented that a prime volume of 0.6 units was primed on (B)(6) 2013. There was no patient injury associated with this issue. However, as the pump issue was not resolved with troubleshooting, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/29/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/17/2014 with the following findings:the black box shows no evidence of load step malfunction. An "ezprime¿ sequence was successfully completed with no errors. A force sensor calibration check showed the pump is detecting the correct force at 5 lbs. Removed pump cover; force sensor pins seated and solder connections intact. No evidence of contamination or cracked force sensor traces. Investigators were unable to duplicate the complaint during the investigation. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.